Event description:
A distributor reported on behalf of a customer that the ts8850, concept grafix tendon stripper, 7.0 mm device was used in a graft removal procedure on (B)(6) 2026, and ¿during removal of the last graft, the physician removed the graft and observed that the stripper tip was missing. The surgical time was prolonged to 1 hour and 30 minutes, as the removal was difficult and required posterior access and use of the surgical c-arm. The posterior approach involves delicate anatomical structures. Due to this event, it was necessary to extend the duration of the surgery and perform an additional incision in the patient to retrieve the broken part inside the knee. All fragments were successfully removed from the patient.¿ this report is being raised due to the reported injury of an additional incision required to retrieve device fragment.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.